Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing the patient's atrial fibrillation (af). The shock accelerated the rhythm into a ventricular fibrillation (vf). The s-ICD successfully covered the arrhythmia. At that time the conditional zone was lowered to 170. Additional information was received one year later that the patient received additional inappropriate therapy due to a slow ventricular tachycardia. A change in r-wave amplitude was also observed. Less than one month later the patient received another shock where there was a wide complex rhythm and triple counting occurred. The shock convert the patient back to sinus rhythm. No programming changes were made and the s-ICD remained in service. No adverse patient effects were reported. It was noted that the patient later expired and no allegations relating to the patient's death were made. The s-ICD was buried with the patient.